Manufacturer narrative:
The technician found the right side rail latch spring is disconnected from its position causing the side rail not to latch. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The right side rail latch spring was reconnected to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported that the right side rail would not latch in place. The bed was located in the bed shop at the facility. There was no patient/user injury reported. (B)(4).